Event description:
It was reported that in one of this patient¿s pumps the battery ¿went bad¿ and ¿run out.¿ it was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l56457, product type catheter. (B)(4).